Manufacturer narrative:
The retained samples of the same lot have been inspected visually and tested electrically, thermally and mechanically. All samples were found to perform within limits. No faults could be detected. Our distributor was allowed to photograph a black and white photo of the device involved. The copy we received shows the electrode from its top side, torn across. The tear starts next to the tab section of the electrode. It is unclear whether the electrode tore during the procedure, and this caused the burn or whether the tear occurred upon removal of the electrode from the body. Due to the nature of the photo (b/w, photo of a photo) it is difficult to identify if any burn is visible (on the electrode). Additional information would be necessary for a further analysis. However, despite of 5 requests to our customer and 3 requests to the doctor of department of orthopaedic surgery and also to the person in charge of all operating rooms no information had been made available so far. We can thus not yet draw a conclusion whether the device and in particular the tear caused or contributed to the burn. We continue to request information and will submit a follow-up report in approximately 3 weeks.

Event description:
On july 23th, 2010, we have been informed by our distributor about an injury of a patient at (B)(6) hospital, (B)(6). The nature of the surgery is still unknown to us. A non-monitoring dispersive electrode (model rs08) and an electrosurgical generator (no model has been revealed) were used. The user reported a burn. No information of the degree of the burn, its relative location to the electrode, the orientation of the electrode on the patient, the power setting used, how the skin was prepared and how the burn was treated afterwards could be obtained so far despite of repeated requests . However, the user reported in their initial statement that the electrode 'was broken again." In a reply to an email specifically asking for information to create this report our distributor informed us the hospital declined to provide any further information "as patient's data is protected by their hospital."